Manufacturer narrative:
Additional information: d9, h3, h6. H10: the sample was received for evaluation. A visual inspection with the naked eye noted the female connector was separated from the light blue main body. The insert chip was not returned with the sample to verify the presence of solvent; however, there was evidence present on the female connector indicating the insert chip was present during the assembly process. Most likely the insert chip was dislodged during disconnection. There was evidence of solvent inside the barrel of the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The female connector was hand removed from the dark blue connector. No issues were observed. The reported condition was verified. The cause of the condition was determined to be due to inadequate solvent application during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.